Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The lead was returned with the helix was fully retracted. The helix was able to be extended and retracted within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead's helix extended without any effort from implanter or assistant while inserting the lead into vein and heart for placement. However the lead kept "sticking" and wouldn't advance into the right atrium properly. When the lead was removed to reattempt insertion, it was noted that the screw was already extended without any attempts at extension by the implanter or the assistant. It was noted that prior to entering the body, there was no apparent extension of the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.